Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no contact or hospital information to obtain the additional information for this complaint. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and initial approach of index surgical procedure? Product code and lot number? Were there any other complications during the procedure? Were any abnormalities noted prior, during, or after the procedure? Were there any concomitant procedures performed? Other relevant patient comorbidities? When and how was the urethral perforation with fistula diagnosed? Pictures available? How was fistula treated? Results? Please provide a date and surgical details of repair procedure? Was any anomaly of the device identified? What is physician¿s opinion as to the etiology of or contributing factors to these events (urethral perforation and fistula)? What is the patient's current status?

Event description:
It was reported the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced urethral mesh perforation with fistula and was referred for repair. No further information is available.